Event description:
Patient presented to the physician with right-sided tongue numbness and weakness, jaw tightening during eating, and a reduction in neck mobility. Physician referred the patient to physical therapy.